Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that after replacing the mouse, the system functioned as intended. The system then passed the system checkout and was found to be fully functional. The mouse was returned to the manufacturer for analysis. Analysis found that when connected to a known good computer the returned mouse was found to be fully functional with normal tracking. The scroll wheel and both buttons were also fully functional. No problem found. Missing device manufacture date. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the mouse was not working. The site rebooted it once without resolution. No patient present.

Manufacturer narrative:
The site was able to proceed with the touchscreen monitor. If information is provided in the future, a supplemental report will be issued.